Event description:
It was reported that blood leakage was observed from near the three way stop cock. No pt complications were reported.

Manufacturer narrative:
Device has not been returned for evaluation.